Event description:
It was reported that the event occurred when the doctor inserted an ai-07077-g via the patient's right side. It was observed at the same time by use of x-rays and by using a viscuscope; the tip of the pulmonary arterial catheter does not have waves that can evidence the location of the catheter since they don't appear completely flat. As a result, the intensive care specialist ordered to remove the catheter. The issue was resolved by placing a swanz ganz catheter which showed the correct trace and waves. They could successfully proceed with hemodynamic monitoring. There was no report of pt death, complications of injury. No medical/surgical intervention was required. The sample is not returning because it was discarded; contaminated. Add'l info received on (B)(4) 2014 stated that the pt outcome is the pt didn't get hurt and didn't suffer any complications. There was an approximate 20 minute delay or interruption in therapy with no harm to the pt. They used the same right insertion site for the second insertion. They did not use another ai-07077-g for the second insertion.

Manufacturer narrative:
(B)(4).